Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic and ovary pain"), menstruation irregular ("abnormal menstrual bleeding") and gastric bypass ("gastric bypass") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included ibuprofen since 2015 for ache, sertraline since 2012 for depression, hydrocortisone since 2013 for hemorrhoids as well as amitriptyline since 2012, colecalciferol (vitamin d3) since 2015, diazepam since 2012, propranolol since 2010 and sumatriptan since 2012. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced urinary incontinence ("urinary issues and changes incontinence"). In 2006, the patient experienced weight increased ("weight gain"). In 2008, the patient experienced dyspnoea ("shortness of breath") and alopecia ("hair loss"). In 2009, the patient experienced sleep apnoea syndrome ("sleep apnea"). In 2010, the patient experienced depression ("depression"). In (B)(6) 2011, the patient underwent gastric bypass (seriousness criterion medically significant). In 2012, the patient experienced mood swings ("mood swings") and anxiety ("anxiety"). In 2015, the patient underwent urinary bladder suspension ("bladder sling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), the first episode of dyspareunia ("painful intercourse"), adnexa uteri pain ("severe and persistent pelvic and ovary pain"), nausea ("nausea"), the second episode of dyspareunia ("painful intercourse"), myalgia ("myalgia"), migraine ("migraines"), back pain ("back pain"), neck pain ("neck pain"), arthritis ("joint arthritis"), bursitis ("bursitis") and tendonitis ("tendonitis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain lower, adnexa uteri pain and nausea had resolved, the last episode of dyspareunia, mood swings, urinary bladder suspension, gastric bypass, depression, anxiety, myalgia, migraine, back pain, neck pain, arthritis, bursitis and tendonitis outcome was unknown, the urinary incontinence had not resolved and the weight increased, sleep apnoea syndrome, dyspnoea and alopecia was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthritis, back pain, bursitis, depression, dyspnoea, gastric bypass, menstruation irregular, migraine, mood swings, myalgia, nausea, neck pain, pelvic pain, sleep apnoea syndrome, tendonitis, urinary bladder suspension, urinary incontinence, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: insertion date discrepancy= (B)(6) 2008 and (B)(6) 2005 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound pelvis - in (B)(6) 2005: pelvic exam to ensure essure was in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs+mr received: new events: pelvic pain, adnexa uteri pain, menstruation irregular, nausea, dyspareunia, urinary incontinence, urinary bladder suspension, gastric bypass, sleep apnoea syndrome, depression, anxiety, migraine, back pain, neck pain, arthritis, bursitis, tendonitis, myalgia, patient demographic information, concomitant products, concomitant disease, reporter, product stop date added. Case became incident. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.